Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional pectoral stimulation and the right atrial (ra) lead exhibited increasing and high thresholds, increasing and high impedance and muscle stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.